Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that "the hook" of the shoulder pack was broken and it was not possible to lock the hook in a closed position. The shoulder pack was replaced with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported that the shoulder pack¿s clip, or snap hook, was broken. The shoulder pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged snap hooks can be attributed, but not limited to wear and/or due to the handling of the pack. However, the reported event could not be confirmed as the unit was not available for analysis. If information is provided in the future, a supplemental report will be issued.